Event description:
Patient reported an "accident that resulted in the device being "ruptured" and "folded in half"". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.